Event description:
A surgeon reported a pt whose intraocular lens (iol) dislocated and was repositioned two separate times. The first repositioning was approximately one week after the implant surgery. It was reported that this was due to vitreous loss. The pt was reported as "doing fine" until the one year visit, when it was noted that the lens has dislocated and was repositioned again. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was obtained from medical records received on 06/26/2009. No further information is expected.